Event description:
It was reported that when the device, with reload cartridge, was used during an unknown procedure, it would not fire. Another device was used to complete the case with no consequence to the pt.